Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant product(s): (int) intermittent access cap listed as concomitant.

Event description:
The customer reported that the user primed the tubing with normal saline, upon attaching the line to the saline lock, the set separated at the distal end. There was no report of a leak or patient harm.

Event description:
The customer reported that the user primed the tubing with normal saline; upon attaching the line to the saline lock, the set separated at the distal end. There was no report of a leak or patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the distal end was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the distal male luer. The root cause of the customer¿s report was a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing.